Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values where the cgm reading was low and the patient took juice. When the cgm reading did not change after, a fingerstick was taken, and the cgm reading was low, and the blood glucose reading was 326 mg/dl. The patient experienced feeling unwell and went to the hospital. No blood glucose reading was reported from the hospital, but the patient would have had detectable ketones and stated they had ketoacidosis. The patient was treated with intravenous insulin, insulin per injection, and unspecified oral medication. The patient was discharged after 2 days. At the time of the report the patient was stable, but still feeling tired and stressed. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. After drinking juice, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.